Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but it was reported that the patient usually performed automated peritoneal dialysis and had to perform continuous ambulatory peritoneal dialysis (capd) therapy which the patient did not remember how to perform and that led to the peritonitis event. On unreported date(s), the patient was treated with oral cipro (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient would be retrained in continuous ambulatory peritoneal dialysis (capd) therapy. The patient was recovered from the peritonitis event. No additional information is available.